Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. During preparation, a 4.50mm x 12mm nc emerge balloon catheter was selected for use. However; the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. During preparation, a 4.50mm x 12mm nc emerge balloon catheter was selected for use. However; the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a kink in the hypotube within the strain relief. There was separation of the hypotube just distal to the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. The device was returned within the shipping hoop with the shipping mandrel and balloon protector in place, to which all were removed easily with no issue or irregularity. The balloon was tightly folded. From the separation, the distal end of the device was connected to a toughy and prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The device inflated and deflated with no issue or irregularity.